Manufacturer narrative:
(B)(4).

Event description:
It was reported that " (B)(6) 2025, the patient underwent a contrast-enhanced CT scan of the entire abdomen, and the catheter deform ed during the pressurized injection of the contrast agent." There was no medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported that "(B)(6) 2025, the patient underwent a contrast-enhanced CT scan of the entire abdomen, and the catheter deform ed during the pressurized injection of the contrast agent." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one, single-lumen cvc for analysis. Signs of use in the form of biological material were observed on the sample. A clear adhesive film was observed on the catheter body and juncture hub, likely from a securement device. It was also noted that sutures were present along the catheter body. Also, analysis of the reported finished good indicated that this product is not intended for high pressure injection. Visual analysis revealed bending/deformation along the catheter body. After failing functional testing, a hole was observed on the extension line. Microscopic examination confirmed the damage and revealed that the hole is in an exposed section of the extrusion. Additional scratch/cut marks are also visible on the extrusion and luer hub adjacent to the hole. The bending on the catheter body measured from the juncture hub to approximately 85mm along the extrusion. The catheter body length measured 206mm, which is within the specification limits of 201.5mm-210.5mm per the catheter product drawing. The catheter body outer diameter measured 1.69mm, which is within the specification limits of 1.65mm-1.75mm per the catheter extrusion product drawing. The extension line outer diameter measured 2.14mm, which is within the specification limits of 2.13mm-2.21mm per the extension line extrusion product drawing. The extension line inner diameter (from the hub end) measured 1.4478mm, which is within the specification limits of 1.42mm-1.50mm per the extension line extrusion product drawing. A lab inventory syringe filled with water was attached to the extension line and flushed. The water exited the hole on the extension line. Performed per IFU statement, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". A lab inventory guide wire (outer diameter measured 0.78mm was inserted through the distal tip of the catheter. No resistance was encountered as the guide wire passed completely through the catheter. Performed per IFU statement, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire". R & d and manufacturing were contacted and indicated that the hole and the damage to the surrounding area appear consistent with contact from a sharp object during customer handling. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The IFU also states, "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml to reduce risk of intraluminal leakage or catheter rupture". The IFU also states, "using catheters not indicated for pressure injection for such applications can result in inter-lumen crossover or rupture with potential for injury". The report of a leaking extension line was confirmed through complaint investigation. Visual analysis revealed a hole in an exposed section of the extension line adjacent to the luer hub. The edges of the hole are smooth. Scratch marks are also visible on the luer hub and extension line adjacent to the hole, which is damage consistent with contact from a sharp object (i.e. Scalpel, scissors, suture, etc). Despite the damage, the sample met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report that the damage was observed during use, and the appearance of the damage, unintentional use error likely caused or contributed to the reported event. Teleflex will continue to monitor and trend for reports of this nature.